Manufacturer narrative:
Follow-up #1: date of submission 09/10/2014 device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was evident behind the display lens. Battery compartment was found to have cracked from the threads to the case seal and there was evidence of corrosion on the returned battery cap. The pump failed to powered up with both the returned battery cap and a test battery cap. The reported power issue and moisture ingress was duplicated during the investigation. The remaining testing was not completed due to the power issue. A leak test showed a battery compartment leak. Removal of the pump casing found additional evidences of moisture contamination inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had lost power and moisture was observed behind the display. It was reported that there was no damage to the battery compartment or cap and the cap was able to secure properly on to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.